Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. (B)(4).

Event description:
The customer reported, the system intermittently will not produce x-rays. No pt injury was reported.